Event description:
There was a purewick ordered for a female patient. When the nurse obtained the purewick device from the supply room, it was noted that there was a dead bug inside the unopened package. The package is at the facility if the vendor wants to have it. It was not used on the patient and it remains in the unopened package.